Manufacturer narrative:
Product complaint #: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 clinical codes additional information was requested, and the following was obtained: after investigation, a 33-year-old female patient underwent cesarean section in hospital on (B)(6) 2023. The surgeon used vcp422h for subcutaneous and skin tissue sewing in the way of continuous suturing during the operation. The intraoperative suturing operation was smooth. On (B)(6) 2023, the patient returned to the hospital for reexamination due to unabsorbed suture at the wound site and wound pain. The doctor found redness of the skin around the suture and wound secretion. The doctor removed the suture on the skin and subcutaneous area. The wound healing was improved. The wound healed completely 2 days later. No subsequent adverse events were reported. Corrected procedure date: it was reported that a patient underwent a c-section procedure on (B)(6) 2023 and suture was used.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2023 and suture was used. It was noted that suture remained post-op. The patient had symptoms of suture unabsorption at the sutured wound after surgery. The wound had exudate and the skin was red. Two days after the suture was removed, the wound healed automatically. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/3/2023 component code: g07002 - device not returned this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following additional information was requested, but unavailable: could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information were there any alleged deficiencies noted with the device that could have contributed to the patient¿s post-operative complications as mentioned in the event description? Was there any medical or surgical intervention performed (re-operation; re-suturing; re-closure; drainage)? If so, please specify. What is the condition of the tissue at sutured site? Was there dehiscence in the wound? What was the appearance of the suture during the removal? Was reoperation necessary to remove the suture and re-close the wound? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. There was a prescription for steroid ----contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength = 275 g /m.